Manufacturer narrative:
.

Event description:
It was reported that, per the patient¿s mother, the vns was not working, and removal of the device was requested. The patient was last seen by neurology in (B)(6) 2013. The neurologist's office indicated that they were not aware of any issues and that their plan was to contact the patient's mother and have the patient in for assessment. It was later reported that the patient was scheduled for assessment with the neurologist and that she no showed for the appointment. The neurologist has not heard back from the patient.